Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair¿, where cook¿s tx2 device were used, among other products. Five complaints were created based on this article to cover the listed five patients in table 2. Patients was found between (B)(6) 2010 and (B)(6) 2015. This pr focuses on patient 5 who had a tevar due to a type b aortic dissection. 66 days post the procedure the patient presented with a retrograde type a aortic dissection. The patient was managed with medical treatment only and was healthy at the follow-up. According to table 2 in the article provided, the new tear was connected to the stent graft. Related prs: (B)(4). A clinical assessment was performed for the investigation based on the article. Per the clinical assessment, no case-specific information on landing zone or case-specific location of the new tear has been provided other than ¿device-related rtad¿. The cause of rtad (retrograde type a aortic dissection) is likely to be multifactorial, broadly categorized into procedural-related, stent graft-related, arch anatomy-related, disease-related and disease progression-related. The authors consider this event caused by the stent graft. But it is also likely that contribution from disease-related stiffness of the dissection flap has influenced to outcome, as this repair took place 675 days after the initial tbad (type b aortic dissection). No exact cause could be established based on the clinical assessment provided for the article, but the likely cause is multifactorial. Dissection is listed as a potential adverse event in the IFU. Cook medical will reopen the complaint if further information becomes available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Article: "influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair" al-kalei et al 2018. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: 66 days after tevar patient presented with retrograde type a aortic dissection. New tear connected to stent: yes. Medical treatment of retrograde type a dissection and patient was healthy at follow-up. Patient outcome: new tear in the aorta was connected to the stent and resulted in retrograde type a dissection. The patient was treated medically for retrograde type a aortic dissection. The tx2 stent graft was not removed from the aorta. Patient was healthy at follow-up.